Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 300 mg/dl. The customer would typically change the infusion set site and deliver a bolus via the pump to address the bg level. A cause of the past occlusions could not be identified. The customer declined tandem technical support's offer to troubleshoot the current occlusion and had opted to resume insulin delivery using the same supplies on the pump.